Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the universal serial bus was connected to the programmer for a software update, the programmer immediately powered off. Technical services informed the caller to return the programmer for service. There was not a patient involved in this event.

Event description:
The programmer was returned for service.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer crashed when software was updated due to a loose usb (universal serial port) connector on the mpu (main processor unit) printed circuit board assembly. Analysis also found the power supply was intermittently noisy, tabs on power cord door were broken, and the pcmcia (personal computer memory card international association card eject buttons were broken off. It was noted corrosion was found in multiple areas inside the programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.